Event description:
On 1/28/98 at 1850, per cna: pt was 3-4 feet in air in mediman sling when strap on rt side of pt broke and pt fell to rt side hitting rt side of head on night stand, then fell backwards onto floor, hitting back of head and rt hip. Left foot remained caught in sling up in air.